Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Suspected cause was due to the basal rate being too high. Bg was addressed by consuming carbohydrates. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.